Event description:
It was reported the device was used during a breast biopsy. It was reported the core biopsy was done with 11g probe. Clip supposedly deployed ok, but the device was difficult to remove from the p1175 probe. Did stereo image, could see nothing. Did mammogram, no clip or plastic seen. Both images showed hematoma developing. Did needle location, and took pt to operating room (surgeon). Used probe tract to remove hematoma area surgically. Did find the plastic, but never did locate the clip. Pt has had follow up with surgeon and is presumably doing well. Hospital holding on to device.